Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: during the investigation, the basal history on the alert date appeared to be inaccurate due to a loss of prime. The basal history showed another inaccuracy due to a replace cartridge alarm. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate, which appeared accurately in the pumps history. The total daily dosage¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing, and was found to be delivering accurately and within range. Investigators were unable to duplicate the basal history recording defect during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6)2018, a blood glucose of 24mg/dl, with cognitive impairment, and foggy vision, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated by emergency medical services with a glucagon injection. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program, and was not delivering insulin accurately. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.